Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that the reservoir had leak on it at the o ring. The customer¿s blood glucose was unknown. Troubleshooting was done for leak. Customer reported that the reservoir was discarded. Customer stated that the plunger came off when pulling back on it. Customer stated usually there was resistance when they pull back on the plunger but these reservoirs had no resistance so when the pulled on the plunger it came right out. The reservoir will not be returned for analysis.